Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height cubie drawer 3.1 had dropped off the storage configuration after the drawer was opened. The user was able to access the drawer after a power cycle, but the failure recurred upon subsequent access. No obvious breakage of parts was observed, though the possible root cause was suspected to be a faulty solenoid. The field service engineer replaced the pyxibus module controller board, drawer controller board, retractor band, and solenoid, and updated the storage configuration. A witness nurse successfully removed medications for all patients located in drawer 3.2 without issue. No further failures occurred. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3.1 failed. The customer confirmed the error message device not detected on bus. The station was rebooted, but the issue persists. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.